Event description:
It was reported that the patient's battery was causing a red light in each of the battery slots of the universal battery charger (ubc). The issue was replicated in clinic and the patient was given a new battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue was confirmed via analysis of the returned 14v battery. During testing, the returned 14v battery was inserted into a known working test universal battery charger (ubc) and was not accepted for charge. Upon inserting the battery in the charging slot, a red light illuminated and the error code b0013 displayed on the ubc. The battery¿s discharge time was tested using an electronic load based battery test system and the battery exceeded the design specification for discharge time. The battery was then fully charged within the system without any issues. The expected relative state of charge (rsoc) voltage for a fully charged battery pack is approximately 4 v; however, the rsoc voltage of the battery was measured to be approximately 3.3 v, indicating an issue with the internal components. The battery was then milled open to inspect the internal components on the battery¿s main printed circuit board (pcb). Circuit analysis of the battery¿s rsoc circuitry revealed that one of the components had become compromised. Further analysis revealed that the trace between the solder pads were shorted. This would result in the component not functioning as intended and would result in the reported event. The reported event was determined to be due to a damaged trace on the main pcb; however, root cause of the damage to the pcb could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 14v battery revealing that the battery passed all inspection testing. The 14v battery was shipped to the customer on 10feb2023. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger (ubc) and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.